Event description:
Journal reference: raucher-chene d, charrel cl, de maindreville ad, limosin f. Manic episode with psychotic symptoms in a patient with parkinson's disease treated by subthalamic nucleus stimulation: improvement on switching the target. J neurol sci. 2008; 273 (1-2): 116-117. We report the case of a patient with parkinson's disease (pd) who presented a manic episode with psychotic symptoms, secondary to dbs that improved with a change in the target stimulated. Reportable event: a man with an eight-year history of pd had medication-resistant physical symptoms suitable for stn dbs treatment. He had a history of one major depressive episode. Just after stimulation, a marked improvement in motor symptoms was observed. Concomitantly, the patient started to develop hypomanic symptoms with insomnia, irritability, elevated mood and increased goal-directed activity. These symptoms did not improve on valpromide treatment (900 mg/day) and it was decided to move the lead contacts on both sides to more distal placements, further from the medial part of the stn. This modification led to remission of the hypomanic symptoms, with stabilisation of the neurological state. Valpromide was discontinued six months later.